Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended emergent device replacement. Additionally, it was noted that the patient may have experienced syncope due to the reset. The patient was hospitalized, and the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.